Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. The surgeon fired 6 clips very rapidly while on the cystic duct. It appeared that the surgeon did not engage plastic to plastic and the clips were not closed at the apex of the clip. The clips appeared in the cholangiogram zone. The surgeon stated that they were loose on the duct. The implementation specialist reinforced the need to squeeze plastic to plastic. A new device was opened from the same lot number and the case was completed with the clips firing as expected and no further incidents. No patient injury. The device is available for return. Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed as the event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user's clip application technique. The instructions for use instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole the surgeon fired 6 clips very rapidly while on the cystic duct. It appeared that the surgeon did not engage plastic to plastic and the clips were not closed at the apex of the clip. The clips appeared in the cholangiogram zone. The surgeon stated that they were loose on the duct. The implementation specialist reinforced the need to squeeze plastic to plastic. A new device was opened from the same lot number and the case was completed with the clips firing as expected and no further incidents. No patient injury. The device is available for return. Patient status: no patient injury occurred as a result of the event.